Event description:
Additional information: it was reported on 06/25/2015, that the pump will not be available for evaluation as it was not explanted, and an autopsy was not performed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to right ventricular failure. Secondary diagnoses included: acute congestive heart failure with left ventricular diastolic dysfunction, anasarca, bacteremia due to klebsiella pneumoniae, fungemia, (B)(6) septicemia, [unspecified] lvad complication, (B)(6), multisystem organ failure, and respiratory failure. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported events leading up to the patient's outcome and a correlation with the device could not be determined through this evaluation. The instructions for use lists right heart failure, local infection, sepsis, and respiratory failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years (B)(4). The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.